Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. No unexpected off no power alarm and no bad battery alarm noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery issues for the last two weeks. Troubleshooting was performed and it was found that there were several instances of low batt, bad batt, and off no power anomalies. Customer has had high blood glucose levels for approximately two weeks. Customer's blood glucose level was 22.6 mmol/l. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.